Manufacturer narrative:
Due to character restrictions in block e1. Initial reporter: (B)(6). This report is based upon allegations made in a lawsuit in which atrium medical is named as a defendant. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit claim and described herein is or was defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. Plaintiff was implanted with an c-qur mesh. Plaintiff allegedly experienced severe injury caused by the mesh, including infection of the tissues surrounding the mesh, seroma, fibroadipose tissue with scarring and chronic inflammation with increased eosinophils, with mesh tissue migrating and connecting to other bodily tissue including the bladder, additional surgeries, open and non-healing wound, pain, nerve damage. Autogenous strattice mesh implanted subsequently. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.